Manufacturer narrative:
Device manufacture date (mm/dd/yyyy): date change to 10/28/2009. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. Wrong user profile was used. Issue w field service corrected profile. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Physician was unable to lift flaps on both eyes (ou). Technician, logged into the system under the wrong profile and did not realize the surgical settings were not their current settings. Technician was unable to get into the doctors profile. Physician aborted the case and plans to have the patient return in the future for photorefractive keratectomy (prk).